Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have run the unit on a test lung and was not able to duplicate the alleged malfunction. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).